Manufacturer narrative:
(B)(4). Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined.

Event description:
The customer contacted baxter's technical service center regarding a low drain volume alarm which occurred on the homechoice (hc) during use. The caregiver (cg) stated that hc was alarming over and over and there was air in the patient line. The baxter technical service representative (tsr) instructed the cg to start over with new supplies and explained air exposure. The cg was upset about having to start over with new supplies and hung up on tsr before tsr could document drain volume or last fill volume. The cg would start over with new supplies. There was no patient injury or medical intervention but there was patient involvement. Product surveillance contacted the cg on (B)(6) 2011 regarding the low drain volume alarm. The cg reported that the issue was resolved by starting over with new supplies. The cg stated that the cause of the alarm was due to the air in the line. Per cg, there were no loose connections, (unintentional) disconnections or defects on the supplies. Per cg, the home patient (hp) did not have any injury or harm as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.